Event description:
It was reported that during an implant procedure, the helix ceased to deploy after repositioning the lead 3 times. The lead was not implanted. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned with the helix/lobe distorted/bent and blood in the helix/lobe mechanism. The helix would not extend or retract due to the large amount of blood in the sleeve head.